Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the volume on the device was not available. This was further clarified by a philips field service engineer that the device had no audio and failed the audio test. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.